Event description:
It was reported that the patient had infection. Additional information received that the patient was placed on antibiotics. It was also noted that patient underwent an explant procedure. The explanted device will not be returned as it was not released by the facility.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2317500, model: sc-2317-50, serial: (B)(6), batch: (B)(6).

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had infection.